Event description:
It is reported that during a surgery to repair a distal femur fracture, while the surgeon was attempting to spin down the locking nut to bring the bone to the plate, the reduction tool broke into the patient's bone. All pieces were retrieved. Surgeon used a different device and completed the procedure with no further problem and no harm to patient. Procedure was extended approximately 20-25 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the tip is broken off and the broken fragment was not sent back for investigation, the nut was also not sent back. The relevant dimensions at the broken thread were measured and no discrepancy was found. The fracture face is homogenous which indicates material conformity. Without the broken fragment and the nut no complete evaluation is possible. Therefore this complaint is indeterminate from a manufacturing standpoint. We can only assume that a mechanical overload during reduction, possibly in combination with too much lateral stress caused this breakage. It is concluded this complaint is indeterminate.